Event description:
A malfunction alarm labeled malf 16 was reported. The issue did not cause an adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, which was still under warranty. The customer planned to use a backup insulin pump to ensure continuous insulin delivery and was guided to prepare the faulty pump for return using a pre-paid label within ten days.